Manufacturer narrative:
This serves as a correction report. (Meter brand name) was incorrectly documented as freestyle lite in the initial MDR 30 day report. Meter brand name has been updated. (PMA/510(k)#) was also incorrectly documented in the initial MDR 30 day report. PMA/510(k)# has been updated.

Event description:
Customer reported she was unable to test using her adc blood glucose meter due to receiving an unspecified error. Customer further reported she was unaware that her "blood sugar is already high" and she was seen at a hospital where she remained for 6 days. It is unknown what treatment was rendered in the hospital as customer decline do troubleshooting further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported she was unable to test using her adc blood glucose meter due to receiving an unspecified error. Customer further reported she was unaware that her "blood sugar is already high" and she was seen at a hospital where she remained for 6 days. It is unknown what treatment was rendered in the hospital as customer decline do troubleshoot further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test using her adc blood glucose meter due to receiving an unspecified error. Customer further reported she was unaware that her "blood sugar is already high" and she was seen at a hospital where she remained for 6 days. It is unknown what treatment was rendered in the hospital as customer decline do troubleshoot further. There was no report of death or permanent impairment associated with this event.